Event description:
Related manufacturer reference numbers: 2017865-2024-41699. It was reported that the patient presented to the emergency department with ventricular fibrillation and loss of consciousness. Through the right ventricular lead, implantable cardioverter defibrillator (ICD) defibrillation attempts were made but unable to convert patient rhythm. There was also note of under-sensing of cardiac signals. External defibrillation was needed to bring patient back to sinus. The device was reprogrammed. The patient was last reported to been moved to the intensive care unit.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.